Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Condition of returned samples - sample status: [x] no sample returned [ ] sample returned test result(s): [ ] defect confirmed [x] defect not confirmed - results description: no sample.

Event description:
Vista basic pump did not alarm for air that went past pump to patient, on a couple of occasions infusing cisplatin and leucovorin the pump did not alarm for air almost reaching the patient. The three serial numbers were reported as (B)(6) (3 events). Two of the pumps malfunctioned one time, and one of the pumps malfunctioned three times. This report is for serial number (B)(6). Refer to manufacturer report 9610825-2024-00805 for serial number (B)(6). Refer to manufacturer reports 9610825-2024-00802 (B)(6) and for the three events involving serial number (B)(6).